Manufacturer narrative:
Follow-up #1: date of submission 04/21/2015.device evaluation: the device has been returned and evaluated by product analysis on 04/11/2015 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump¿s black box data revealed no activity related to the complaint. There was no visible damage to the battery compartment and battery cap. The pump powered on normally. The pump was exercised for 24 hours with no overheating or alarms duplicated. The electrical current draws measured within specifications. The pump was opened and no moisture or defects were found to the internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.